Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip cover accessory to perform failure analysis. The tip cover accessory was analyzed, and the complaint was not confirmed based on the failure analysis. A visual inspection did not reveal any damage. No product issue was identified.

Event description:
It was reported that there was thermal damage to the tip cover accessory of the 8mm monopolar curved scissors (mcs) instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage or arcing observed. The instrument was inspected prior to use and no damage was noted.